Event description:
Related manufacturer reference number 3006705815-2022-01073. It was reported that the patient¿s cervical lead showed high impedance and the ipg displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. As a result, the patient underwent surgical intervention wherein the cervical lead and ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.